Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out once it was placed down the trocar. They had to force the jaws open. It was not on tissue. Another one was used to complete the procedure. There was no patient impact. The device was discarded.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after firing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.